Event description:
Reporter stated that customer received the following results on 2 different meters within 2 minutes: 62 mg/dl (mobile system) and 12 mg/dl (performa system). The customer was unresponsive at the time of these results. Customer's wife called an ambulance after obtaining the result of 12 mg/dl; the ambulance arrived 10 minutes later. Customer was tested on ambulance meter with a result of 12 mg/dl. Customer was treated with "glucose." No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the performa system. Reference medwatch with patient identifier (B)(6) for the mobile system. Asku - customer was not able to provide the entire lot number from strip vial. A partial lot number of "47155" was provided.